Event description:
It was reported that the atrial lead was unable to capture at maximum output in unipolar and bipolar mode, and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant : 407458 implantable pacing lead (B)(6) 2013. (B)(4).